Event description:
It was reported that while using bd vacutainer® flashback blood collection needle was found to be uncapped. No patient impact was reported. The following information was provided by the initial reporter: stage: during use. Defects: when pulling out the needle before puncture, the needle was found to be uncapped. Quantity: 2. Impact: no impact on patient or user.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary material #: 301746 lot/batch #: 3085479 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle was found to be uncapped. No patient impact was reported. The following information was provided by the initial reporter: stage: during use defects: when pulling out the needle before puncture, the needle was found to be uncapped quantity: 2 impact: no impact on patient or user